Event description:
Procedure type: hernia. According to the reporter: rolled mesh to insert to abdomen. Seal came out of device slipped around mesh. There was no unanticipated tissue loss. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. Correct this condition: new port used. Current patient status: stable.

Manufacturer narrative:
(B)(4).